Event description:
States he has a trsx50fbfp, no sn, that has a cracked left side guard. States patient is within the weight capacity and there was no injury to the patient.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.